Manufacturer narrative:
The device was received deployed. During fluid path testing, the fluid path was manually occluded, and fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stalls were observed in the data that would indicate the device leaking during operation. The patient history buffer data showed no evidence of issues with insulin delivery.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The lg reported the patient experienced vomiting and when the pod was removed they found it was leaking insulin. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device was received deployed. During fluid path testing, the fluid path was manually occluded, and fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stalls were observed in the data that would indicate the device leaking during operation. The patient history buffer data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s901usqs8eyc1 smartphone hardware: sm-s901u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.